Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The event can be detected/prevented by following the instructions for use which state: "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning ¿ using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the glass inside the coupler of the camera head had fallen out. The issue was identified during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the glass inside the coupler of the camera head had fallen out. The issue was identified during reprocessing. There were no reports of patient harm.